Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported that a patient went home with the pump and fluid was leaking from port. Patient mentioned it then leaked again after reinsertion. There was patient involvement, but no human harm reported.